Manufacturer narrative:
As reported, the shaft of a 5f tempo simmons sidewinder (sr) selective diagnostic catheter fractured under digital subtraction angiography (dsa) imaging during surgery, preventing continuation of the procedure. A new 5f tempo diagnostic catheter was urgently used to complete the procedure on a patient with gastrointestinal bleeding. There was no reported patient injury. All instruments used during surgery were discarded postoperatively and cannot be returned. The instruments did not cause harm to the patient, and the surgery was completed successfully. The patient was safely returned to the ward. Additional event details were requested; however, not provided. The hospital reported this case as a serious injury adverse event to the china nmpa. The device was not returned for analysis a product history record (phr) review of lot 18392960 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) ¿ cracked¿ could not be substantiated because the device was not returned and no images were provided. As no device abnormalities were reported prior to insertion into the patient and no objective evidence was available for evaluation, the exact cause of the reported condition could not be determined. In the absence of a confirmed failure mechanism or identified use-related factors, a definitive assessment of device labeling applicability or adequacy could not be meaningfully performed for this event. Based on the information available and the product history record review, there is no evidence to suggest the reported separations are related to the device design or manufacturing process; therefore, no additional actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shaft of a 5f tempo simmons sidewinder (sr) selective diagnostic catheter fractured under digital subtraction angiography (dsa) imaging during surgery, preventing continuation of the procedure. A new 5f tempo diagnostic catheter was urgently used to complete the procedure on a patient with gastrointestinal bleeding. There was no reported patient injury. All instruments used during surgery were discarded postoperatively and cannot be returned. The instruments did not cause harm to the patient, and the surgery was completed successfully. The patient was safely returned to the ward. Additional event details were requested; however, not provided. The hospital reported this case as a serious injury adverse event to the china nmpa.